Manufacturer narrative:
Of the 60 allegations of a malfunction, 44 pumps were returned to animas and investigated. Of the investigated pumps, 42 were found to be malfunctioning due to damage to the battery compartment and/or the battery cap. During investigation for unrelated allegations, there were 48 instances of the pump having both a damaged battery compartment and a damaged battery cap.

Event description:
This report summarizes <noe> 60</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the battery compartment and cap being damaged. These reports were received from various sources. The patients associated with this allegation ranged from 0-89 years of age and between 21 and 240 pounds. Of the reported patients, 31 were male, 29 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 16 pumps were returned and investigated. There were 4 instances of battery compartment and cap damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of battery compartment damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 60 allegations of a malfunction, 44 pumps were returned to animas and investigated. Of the investigated pumps, 42 were found to be malfunctioning due to damage to the battery compartment and/or the battery cap. During investigation for unrelated allegations, there were 48 instances of the pump having both a damaged battery compartment and a damaged battery cap. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 60 malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the battery compartment and cap being damaged. These reports were received from various sources. The patients associated with this allegation ranged from 0-89 years of age and between 21 and 240 pounds. Of the reported patients, 31 were male, 29 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #4 date of submission 01/26/2017 - device evaluation: in q4 2016 there were 2 additional instances of battery compartment and cap failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #5 07/28/2017 device evaluation: in q2 2017, there was 1 additional instance of a damaged battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #6 26-apr-2018 device evaluation: in q1 2018, there was 1 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.